Manufacturer narrative:
The reported event of stylet ¿getting stuck in the lead¿ was confirmed. The guidewire was inserted through the connector pin and stopped proximal to the tip electrode due to blood in the inner lumen. Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented in this hospital. Upon implant of the left ventricular (lv) lead, it became stuck onto the guidewire. The physician then put the lv on the other end of the guidewire and back load the wire, but were unable to pull the guide wire out of the lead. Another lv lead was used to complete the surgery. The patient was in stable condition.